Manufacturer narrative:
Exemption # e2012017 report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check patient experienced failure of implant to integrate, soreness, implants were loose, implants were removed and the site's were grafted for future implant placement.